Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified procedure with a saline mentor smooth round moderate plus profile 275cc breast implant and an unspecified mentor gel breast implant (sides unknown) and experienced chronic fatigue, joint pain, muscle pain, heavy metal toxicity, swelling, inflammation, anxiety, brain fog, memory loss, sleep disturbance, chills, fevers, and digestive issues. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent removal on (B)(6) 2018. This report is for the gel device.